Event description:
It was reported a pericardial effusion and cardiac tamponade occurred. Prior to the procedure, it was noted the patient had a trivial pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was successfully implanted. Three watchman truseal access systems and three watchman flx laa closure devices were used during the procedure with the final device being implanted. After the closure device was implanted there was no change noted from the baseline pericardial effusion. The patient left the catheterization lab in stable condition. About an hour after the implant, the patient was noted to have signs of tamponade physiology and was taken to catheterization lab for pericardiocentesis. The amount of fluid drained was 160cc's. The patient was stabilized and doing well afterwards. The patient stayed overnight for monitoring.